Event description:
It was reported that leaking ingredients were observed during use of an unspecified quantity of em2400 valve sets in the pharmacy. It was further described as drug flowing when the ports were not opened. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.